Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. In the photo provided by the user, there is the product said to be involved with a piece of tissue hanging out of the side of the forceps cups. In the photo that the user provided, the tissue has a torn like appearance. The complaint is confirmed based on the statements describing the event and the photo provided by the user. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "this device is non-sterile and reusable if integrity remains intact." The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. The instructions for use under precautions states: "gentle pressure should be used when operating handle of forceps. Excessive pressure will result in rigidity of forceps which may damage forceps and/or endoscope. Reusability of a device depends in large part on care of device by user. Factors involved in prolonging life of device include, but are not limited to: advancing through endoscope accessory channel in short increments, maintaining handle in alignment with endoscope accessory channel, gently withdrawing device from channel, avoiding loops and/or kinks in cable and use of excessive force, as well as thorough cleaning following included in this booklet. This device should never be coiled in less than an eight (8) inch (20 cm) diameter." The instructions for use lists potential complications as: "those associated with gastrointestinal endoscopy include but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." Prior to distribution, all maxum biopsy forceps without spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a biopsy procedure, the physician used a maxum biopsy forceps without spike. The forceps were introduced into the endoscope working channel, and when it was used for taking biopsy, it teared [tore] the tissue.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. During the evaluation of the device, the handle of the forceps were manipulated and the forceps cups opened and closed as intended. The device was then advanced down an olympus 2.8 mm channel endoscope, and the endoscope was placed in a curved position. The handle of the device was manipulated and the forceps cups opened and closed as intended. A functional test was performed by using a hotdog to simulate the forceps taking a biopsy. The device was advanced down an olympus 2.8 mm channel endoscope. Once the device was advanced out of the distal tip of the endoscope, the endoscope was placed in a curved position. The forceps cups bit down on the hotdog and took a sample without tearing the hotdog. A second biopsy was taken with success. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user: "after advancing forceps to desired biopsy or retrieval site, open cups and advance device into tissue to be biopsied...using slight pressure on handle, close forceps around tissue...maintain gentle handle pressure to keep cups closed while gently withdrawing forceps from site. Note: it is not necessary to apply excessive pressure to cleanly excise tissue." Prior to distribution, all maxum biopsy forceps without spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.